Event description:
The facility reports during the transfer from the bed to the wheelchair, one staff member was moving the lift and another staff member was supporting the resident's legs to help position the resident properly into the chair. One of the leg clips came undone, and the resident slipped through the sling and onto the floor, hitting her head. The resident sustained a laceration on the occipital area, requiring transfer to the emergency room for control of bleeding and suturing. One staff member sustained a lumber sacral strain (has been off work and had not returned as of 2006), and the other noted right shoulder pain.